Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states their levels had been as high as 400mg/dl. Troubleshoot was conducted and the cannula was noted to be bent. The customer states they had replaced infusion set. The customer was advised replacement sets would be sent.